Event description:
This lead was implanted on (B)(6)2006 and was explanted on (B)(6)2006. Events analysis comments from a clinical form created on 4/7/2006 states that device malfunction was ruled out with replacement. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).